Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. Evaluation of the returned cartridge found no problems. Facility staff attributed the white substance to cholesterol buildup. This does not appear to be device related. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. While attempting to troubleshoot the alarm, an unknown white substance was observed in the venous line. Treatment was ended without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.